Event description:
It was reported that during a da vinci s mitral valve repair procedure, during insertion of the curved scissors instrument into the trocar, a blade from the curved scissors instrument broke off and fell on the patient's lung. The broken piece was immediately retrieved and the planned surgical procedure was completed with an instrument of the same type. No patient harm, adverse outcome or complications were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was returned with a piece from the left scissor blade missing. The blade fractured at the cross section of the grip cable crimp. Half of the cable crimp is exposed. The fracture plane of the blade is nearly straight. The blade edge of the intact blade exhibits chipping.